Event description:
Information received indicates the left foot siderail will not stay up. The siderail is not able to be latched in the up position.

Manufacturer narrative:
The technician found the locking mechanism was stuck due to a spill on the latch area. The technician cleaned the siderail latch to resolve this issue.